Event description:
Complainant alleged that during a training session by a zoll sales representative, the device displayed an "analysis halted" message and would not acquire an ECG signal. Complainant indicated that there was no patient involvement in the reported malfunction.